Event description:
The reporter stated that during a surgical procedure, while being inserted using a power screwdriver, two spin screws broke beneath the screw head. The screws were left in the pt. There was no adverse outcome for the pt. Integra has requested additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.